Event description:
On (B)(6) 2008, plaintiff was implanted with the "monarc medical device" to treat sui. Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant," plaintiff had "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery," and other injuries, that has resulted in pain and suffering, disability, mental anguish, and loss of capacity for the enjoyment of life. It was also alleged that the "injuries are either permanent or continuing."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.